Event description:
Case description: this spontaneous report was received from a spanish physician and concerns an adult (also reported as approximately 40-years-old) female patient. The patient was injected with two vials of radiesse 1.5 ml. Batch number was reported as a00141670 (expiry date: 16-oct-2025). The batch record review was received and the lot number for radiesse 1.5 ml was confirmed as a00141670 (expiry date: 16-oct-2025). A lot search in the global safety database was conducted. After the radiesse 1.5 ml injection, the patient experienced swelling, pus abscesses (also reported as lumps that open and are purulent in the body), pain in the body, inflammation and marks on the face. The physician had the impression that the lumps that were open and purulent in the face were able to happen soon that (as reported). A few days after the radiesse 1.5 ml injection, she was diagnosed with vasculitis. She was sent to the emergency room (reported as ER). The outcome of the events was unknown. Follow-up information was received on 20-mar-2025: the event vasculitis was deleted. The event inflammation was added. The patient was injected with radiesse 1.5 ml into the middle and lower third of the face, on (B)(6) 2025. Vector technique was reported, and a cannula was used. Hyper-dilution which consisted of 1 ml physiological saline and 0.5 ml of 2% lidocaine to 1.5 ml of radiesse was reported (product preparation issue, off label use of device). The patient's medical history included wegeners vasculitis. She was concomitantly injected with azzalure® into the upper third, on (B)(6) 2025. Batch number was reported as 009785. She was also concomitantly injected with 1 vial of juvederm ultra 4 hyaluronic acids on (B)(6) 2025, without any symptoms. Batch number was reported as 1000659892. On (B)(6) 2025, the patient experienced edema and induration in the area of radiesse 1.5 ml injection. She had an inflammation. She was advised to go to the clinic but she told us that she was traveling. Therefore, in the absence of symptoms such as fever, she was prescribed prednisone. In response to this prescription, the patient informed the physician that she was taking it for several days due to a previous diagnosis, a vasculitis of which she did not previously inform the physician. On (B)(6) 2025 (reported as a few days later), the patient reported that the condition was resolved. On (B)(6) 2025, she had a checkup. No signs of compilation were observed on the patients face. The patient reported to be asymptomatic. On (B)(6) 2025, the patient reported edema, pain and induration in the areas where radiesse 1.5 ml was injected. She was told to come for evaluation, but she stated that she was not able to come until the following day. On (B)(6) 2025, after an examination, rounded, indurated, erythematous and painful areas on palpation were observed on both cheekbones (left and right) and both mandibular arches (left and right). In view of these findings, she was referred to the hospital emergency department. The patient refused this indication and decided to be evaluated by a primary care physician. On (B)(6) 2025, the patient still refused to go to the emergency department and got worse. On (B)(6) 2025, the patient was followed up and reported no improvement and was referred to the emergency department again. The patients condition was worrisome. On (B)(6) 2025 (reported as on monday), she went to the ER and was told in a clinical judgment that it was a complication due to aesthetic medical treatment, an erroneous judgment since on that day she gave the news that she suffered from wegeners vasculitis. An ultrasound was requested. The patient was informed she needed an evaluation by rheumatology. She had the radiesse 1.5 ml infiltration area with a very strong induration. The outcome of the event pus abscesses remained unchanged. The outcome of the event inflammation was unknown.

Manufacturer narrative:
The batch record review for radiesse 1.5 ml, lot: a00141670, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch: a00141670) and similar events were noted. Assessment by merz: the events occurred in a compatible temporal relationship. No precise information was given on the injection site and event localization, so that a local relationship can only be assumed. Injection site vasculitis (serious) and injection site abscess (serious) are expected based on the currently valid EU instructions for use (IFU) leaflet of radiesse, and can occur after treatment with radiesse. The reported swelling, pain, inflammation and marks are considered as symptoms of vasculitis. The reported opened lumps are considered as a consequence of abscess. In this case, the information is quite sparse and no further details were provided on the underlying conditions of the patient, corrective measures or the unknown outcome. Nevertheless, a contributory role of the treatment with radiesse cannot be excluded with certainty. Causality for the events is assessed as possibly related to the treatment with radiesse based on compatible temporal and assumed local relationship. This case is serious with the serious events injection site vasculitis and injection site abscess because treatment was deemed necessary to prevent a life-threatening injury/illness. Merz causality re-assessment due to follow-up information received on 20-mar-2025: the event injection site vasculitis was deleted. The event injection site inflammation was added. The outcome of the event pus abscesses remained unchanged. The outcome of the event inflammation was unknown. The added event occurred in compatible local and temporal relationship. Injection site inflammation (serious) is expected based on the currently valid EU IFU leaflet of radiesse, and can occur after treatment with radiesse. The reported edema, pain, erythema and induration are considered as symptoms of inflammation. Product preparation issue and off label use of device are coded only for formal reasons. A dilution of radiesse with physiological saline and lidocaine solutions for injection into middle and lower third of the face is no approved indication based on the EU IFU. Strong confounding factors include the patient's medical history of wegeners vasculitis, in addition to the concomitant injections with azzalure and juvederm ultra. In this case, the information provided is sparse and no further event details were provided. Nevertheless, a contributory role of the treatment with radiesse cannot be excluded with certainty, as it is difficult to assess which product or whether possibly all products have caused the onset of the events. Causality for the previously assessed event remains unchanged as possibly related to the treatment with radiesse. Causality for the added event is assessed as possibly related to the treatment with radiesse based on compatible temporal and local relationship. This case remains as serious with the serious events injection site abscess and injection site inflammation because treatment was deemed necessary to prevent a life-threatening injury/illness.

Event description:
Case description: this spontaneous report was received from a spanish physician and concerns an adult (also reported as approximately 40-years-old) female patient. The patient was injected with two vials of radiesse 1.5 ml. Batch number was reported as a00141670 (expiry date: 16-oct-2025). The batch record review was received and the lot number for radiesse 1.5 ml was confirmed as a00141670 (expiry date: 16-oct-2025). A lot search in the global safety database was conducted. After the radiesse 1.5 ml injection, the patient experienced swelling, pus abscesses (also reported as lumps that open and are purulent in the body), pain in the body, inflammation and marks on the face. The physician had the impression that the lumps that were open and purulent in the face were able to happen soon that (as reported). A few days after the radiesse 1.5 ml injection, she was diagnosed with vasculitis. She was sent to the emergency room (reported as ER). The outcome of the events was unknown. Follow-up information was received on 20-mar-2025: the event vasculitis was deleted. The event inflammation was added. The patient was injected with radiesse 1.5 ml into the middle and lower third of the face, on (B)(6) 2025. Vector technique was reported, and a cannula was used. Hyper-dilution which consisted of 1 ml physiological saline and 0.5 ml of 2% lidocaine to 1.5 ml of radiesse was reported (product preparation issue, off label use of device). The patients medical history included wegeners vasculitis. She was concomitantly injected with azzalure® into the upper third, on 04-feb-2025. Batch number was reported as (B)(4) she was also concomitantly injected with 1 vial of juvederm ultra 4 hyaluronic acid, on (B)(6) 2025, without any symptoms. Batch number was reported as (B)(4). On (B)(6) 2025, the patient experienced edema and induration in the area of radiesse 1.5 ml injection. She had an inflammation. She was advised to go to the clinic but she told us that she was traveling. Therefore, in the absence of symptoms such as fever, she was prescribed prednisone. In response to this prescription, the patient informed the physician that she was taking it for several days due to a previous diagnosis, a vasculitis of which she did not previously inform the physician. In (B)(6) 2025 (reported as a few days later), the patient reported that the condition was resolved. On 4-mar-2025, she had a checkup. No signs of compilation were observed on the patients face. The patient reported to be asymptomatic. On (B)(6) 2025, the patient reported edema, pain and induration in the areas where radiesse 1.5 ml was injected. She was told to come for evaluation, but she stated that she was not able to come until the following day. On (B)(6) 2025, after an examination, rounded, indurated, erythematous and painful areas on palpation were observed on both cheekbones (left and right) and both mandibular arches (left and right). In view of these findings, she was referred to the hospital emergency department..the patient refused this indication and decided to be evaluated by a primary care physician. On (B)(6) 2025 and (B)(6) 2025, the patient still refused to go to the emergency department and got worse. On (B)(6) 2025, the patient was followed up and reported no improvement and was referred to the emergency department again. The patients condition was worrisome. On (B)(6) 2025 (reported as on monday), she went to the ER and was told in a clinical judgment that it was a complication due to aesthetic medical treatment, an erroneous judgment since on that day she gave the news that she suffered from wegeners vasculitis. An ultrasound was requested. The patient was informed she needed an evaluation by rheumatology. She had the radiesse 1.5 ml infiltration area with a very strong induration. The outcome of the event pus abscesses remained unchanged. The outcome of the event inflammation was unknown. Follow-up information was received on 21-may-2025: the event nodules was added. The patient was previously injected with neuromodulators and hyaluronic acid without incidence or any complications. In 2025, the patient continued to have unresolved nodules and new nodules appeared. Corrective treatment included antibiotics, corticosteroids, radiofrequency and a serum injection with lidocaine. The outcome of the event nodules was reported as not resolved. The outcome of the events inflammation and pus abscesses remained unchanged. In the opinion of the reporter the events were related to the radiesse 1.5 ml injection. Therefore, the reporters causality was changed from reasonable possibility/ suspected to related.

Manufacturer narrative:
The batch record review for radiesse 1.5 ml, lot a00141670, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00141670) and similar events were noted. Assessment by merz: the events occurred in a compatible temporal relationship. No precise information was given on the injection site and event localization, so that a local relationship can only be assumed. Injection site vasculitis (serious) and injection site abscess (serious) are expected based on the currently valid EU instructions for use (IFU) leaflet of radiesse, and can occur after treatment with radiesse. The reported swelling, pain, inflammation and marks are considered as symptoms of vasculitis. The reported opened lumps are considered as a consequence of abscess. In this case, the information is quite sparse and no further details were provided on the underlying conditions of the patient, corrective measures or the unknown outcome. Nevertheless, a contributory role of the treatment with radiesse cannot be excluded with certainty. Causality for the events is assessed as possibly related to the treatment with radiesse based on compatible temporal and assumed local relationship. This case is serious with the serious events injection site vasculitis and injection site abscess because treatment was deemed necessary to prevent a life-threatening injury/illness. Merz causality re-assessment due to follow-up information received on 20-mar-2025: the event injection site vasculitis was deleted. The event injection site inflammation was added. The outcome of the event pus abscesses remained unchanged. The outcome of the event inflammation was unknown. The added event occurred in compatible local and temporal relationship. Injection site inflammation (serious) is expected based on the currently valid EU IFU leaflet of radiesse, and can occur after treatment with radiesse. The reported edema, pain, erythema and induration are considered as symptoms of inflammation. Product preparation issue and off label use of device are coded only for formal reasons. A dilution of radiesse with physiological saline and lidocaine solutions for injection into middle and lower third of the face is no approved indication based on the EU IFU. Strong confounding factors include the patient's medical history of wegeners vasculitis, in addition to the concomitant injections with azzalure and juvederm ultra. In this case, the information provided is sparse and no further event details were provided. Nevertheless, a contributory role of the treatment with radiesse cannot be excluded with certainty, as it is difficult to assess which product or whether possibly all products have caused the onset of the events. Causality for the previously assessed event remains unchanged as possibly related to the treatment with radiesse. Causality for the added event is assessed as possibly related to the treatment with radiesse based on compatible temporal and local relationship. This case remains as serious with the serious events injection site abscess and injection site inflammation because treatment was deemed necessary to prevent a life-threatening injury/illness. Merz causality re-assessment due to receipt of follow-up information on 21-may-2025: the event nodules was added. No precise information was provided on the onset date or localization of the nodules so a temporal and local relationship can only be assumed. Injection site nodule (non-serious) is expected based on the current valid EU IFU leaflet of radiesse, and can occur after treatment with radiesse. Possible confounding factor includes the patient's previous treatment with neuromodulators and hyaluronic acid, but sparse information was provided. Causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse. Causality for the added event is assessed as possibly related to the treatment with radiesse based on assumed local and temporal relationship. This case remains as serious with the serious events injection site abscess and injection site inflammation because treatment was deemed necessary to prevent a life-threatening injury/illness.